Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd received a line-blocked alarm the previous night and was unable to resolve it using the current cassette (not an ICU medical product). The pwd stated to had fallen asleep while the non-ICU medical pump continued alarming. A cassette error was later received around 8:00 am est. The pwd attempted to troubleshoot the line-blocked alarm around 2:00 am by beginning a cassette change (also not an ICU medical product) but did not complete the process, after which the cassette error occurred. Upon waking, the pwd resumed the cassette change and was prompted to prime the tubing. The pwd disconnected from infusion site to complete the priming. At that time, the pwd cgm reading was greater than 400 mg per dl. At the time of the call, cgm showed 401 mg per dl. The pwd reported no redness, pain, or visible damage or kinking of the tubing. The pwd was ultimately able to resolve both the line-blocked and cassette error alarms successfully. There was no patient injury.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.